Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "obstruction in tube". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urine was not draining into their foley drain bags. They were refusing to use broadcast med or any videos for their staff, foley insertion training, and their reason was that they wanted to ask the representative in person why they should be required to exercise the spine if it was not in the direction for use. It was also stated that the main concern was that if it was so important for them to exercise the spine, why do they not include in their direction for use. Representative stated that was not off label and attached brochure that stated to exercise the spine. That was to break any seal created during the sterilization process. The representative also advised to check with them to be sure they were not laying the bag down on the patient¿s lap. If they got that air vent wet, it would keep the bag from draining properly until it dried out. It was also stated that these are applicable only to urine meters and not the standard drain bags.

Event description:
It was reported that the urine was not draining into their foley drain bags. They were refusing to use broadcast med or any videos for their staff, foley insertion training and their reason was that they wanted to ask the representative in person why they should be required to exercise the spine if it was not in the direction for use. It was also stated that the main concern was that if it was so important for them to exercise the spine, why do they not include in their direction for use. Representative stated that was not off label and attached brochure that stated to exercise the spine. That was to break any seal created during the sterilization process. Representative also advised to check with them to be sure they were not laying the bag down on the patient¿s lap. If they got that air vent wet it would keep the bag from draining properly until it dried out. It was also stated that these are applicable only to urine meters and not the standard drain bags.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.